Event description:
It was reported that during procedure the phaco hand piece did not tune and it resulted in surgeon doing an unplanned vitrectomy on a patient. The doctor was able to complete the procedure using a back up unit.

Manufacturer narrative:
Inspection and analysis of the unit was performed. The engineer collected a log sheet and noted loose tip error in the system. Engineer duplicated the error using customers tip, hand piece and tip wrench. The tip wrench appeared to be worn as well as tip causing poor contact/tightening. Engineer was able to tighten the tip using more pressure, but advised the customer to replace tip wrench and tip. Engineer performed software update. The unit was found to meet required specifications. (B)(4): placeholder.